Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 290 mg/dl and the cause was not known. A bolus via the pump and an insulin pen were used to address the bg level. During troubleshooting, the pump time was found to be off by 3 hours due to changing time zones. Tandem technical support advised the customer to discuss the event with a healthcare provider.